Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used a hawkone h1-m device with a non-medtronic 6fr sheath and 0.014 spider fx embolic protection device during treatment of a 300mm plaque cto (chronic total occlusion-100%) in the patient¿s mid right superficial femoral artery (sfa) of diameter 5-6mm. Severe tortuosity and severe calcification were reported. The target lesion was described as fibrous, calcified plaque. The IFU was followed and the device was prepped without issue. The lesion was pre-dilated with a 3x150 nanocross pta balloon. A kink was observed on the spider fx during initial advancement to the lesion. When the hawkone was being removed for cleaning it would not re-enter the 6f sheath. The body of the hawkone came out but the nosecone was reported to have broken off and remained in the body along with the spider. A 7fr sheath was exchanged but they were unable to retrieve the devices. The spider and hawk were pulled back from the right common femoral to the left common femoral. The right sfa was treated with a 5x300 pacific xtreme pta balloon. The patient was taken to surgery to have both devices removed. The surgery was reported to have been successful.

Manufacturer narrative:
The right sfa was treated with a pacific xtreme pta balloon successfully. All the device components were removed from the patient. T he physician has had a follow-up appointment with the patient. The patient is reported to be doing fine. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: visual inspection: the hawkone was inspected and was observed the distal assembly was fractured apart. The cutter assembly attached to the drive shaft was protruding out approximately 0.8cm. The radial fracture was located distal the anchor pockets and at the proximal edge of the coiled segment of the housing. No damage to the cutter assembly was observed. The cutter window was inspected under microscope and identified the tecothane disengaged from the platinum iridium of the cutter window assembly. The distal segment of the distal fracture was not returned, which included the main segment of the housing assembly and rotating tip. Image review: the customer provided four cine images and two photos. The four cine images were evaluated. The image quality of the four cine images provided could not distinctly identify either a hawkone or spider fx inserted the vessel. Other characteristics noted from the cine images would not be relevant to the this reported event. The customer provided two photos post-procedure. The first photo evaluated shows the hawkone distal assembly fractured off at the area of the housing distal to the anchor pockets. The second photo shows the introducer sheath with the spider fx capture wire laid next to the sheath. The photo shows the distal portion of the hawkone loaded over the capture wire. The distal tip of the hawkone showed the filter assembly pulled back to the tip of the rotation tip of the hawkone. If information is provided in the future, a supplemental report will be issued.